Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported when the battery casing with the inserted battery was installed to the hand-piece, the colibri started to operate by itself without pressing any buttons or triggers. The device heated immediately up and started to smell. No delay in surgery was reported, a spare device was available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that the device has been performed . The review indicates that the device has not been serviced during the past 6 months. There is no info relevant to the current complaint issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the following action taken: no repair, back to customer. The device has not been serviced (repair/maintenance). During the pre-repair diagnostic assessment the service technician identified the following failure: motor seized rough running. The probable root cause of the event was determined to be normal wear. The device was returned to the customer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.